Event description:
It was reported that during device change out, no capture was observed when the chronic rv lead was connected to the new device. The lead had good measurements when tested with the system analyzer. The device was not implanted.

Manufacturer narrative:
The reported field event of no capture on the rv lead could not be reproduced. During initial bench testing, it was noted that the df-4 set screw was blocking the bore. If the set screw was in this position during the attempted implant, it would have prevented the lead from fully inserting into the header and could have resulted in loss of rv pacing output. The device was tested on the bench and using automated test equipment and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.